Event description:
Hcp reported "catheter shear just below v-wing anchor." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.